Manufacturer narrative:
The charger has been used with the original cable and external power supply. The company is trying to obtain further information about the incident and to return device for analysis.

Event description:
A patient has reported to a hearing care professional that the hearing aid charger has overheated and caused a small marking on the top of the fridge while the hearing aids were charging inside the case. Original charging cable and external power supply have been used with the charger. The reported event did not result in an injury to the user. The case is being reported due to a minor property damage resulting from the malfunction of the device. The manufacturer has requested to obtain the device for further analysis. This is the initial report. Follow up report will be submitted upon receipt of further information.

Manufacturer narrative:
The reported charger device has been lost in transit and will not be available for investigation. The device history record of the device has been reviewed and no deviations in production process have been found. No further information is expected to be received. Similar incidents will be further monitored for trends. This is the final report.